Event description:
Customer reported experiencing a past high blood glucose event, with the highest level indicated as "high," though an exact value was unavailable. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer resolved the issue by changing the infusion set and cartridge.